Event description:
The pt was revised because of notching.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Review of the device history records by depuy another country shows the products were within specification. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.